Event description:
It was reported that the patient with this brady lead fell onto the ground shortly after the original implant and this brady lead has micro dislodged. This brady lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this brady lead fell onto the ground shortly after the original implant and this brady lead has micro dislodged. This brady lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. This report is being submitted to correct the initial reporter last name field (e1) in section e.

Manufacturer narrative:
This report is being submitted to correct the initial reporter last name field (e1) in section e.

Event description:
It was reported that the patient with this brady lead fell onto the ground shortly after the original implant and this brady lead has micro dislodged. This brady lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.